Manufacturer narrative:
Batch review performed on 12 december 2019: lot 161461: (B)(4) items manufactured and released on 16-june-2016. Expiration date: 2021-05-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
After taking x-rays the surgeon observed that the patient had radiolucency's around the proximal areas of the femur. About 3 years after primary the surgeon revised successfully the stem, head, and liner. X-rays are not available.